Event description:
It was reported that the reservoir compartment of the customer's insulin pump was cracked. Customer's blood glucose was not known. Nothing further reported.

Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.